Event description:
It was reported a patient who suffers from spastic diplegia, thought to be due to a period of perinatal hypoxia during breach delivery, suffered an apparent overdose. The patient is intellectually intact and manages to walk with the usual spastic diplegic gait and with the help of a four-legged walking stick. In 2007, the patient underwent a trial injection of intrathecal baclofen. She tested positive at 100 ug baclofen with apparent improvement of her spasticity. The patient underwent implant of an intrathecal drug delivery pump in two months later. The physician recalled that at some stage during the last 8 months, after a small increase in the daily baclofen dose, the patient had increased weakness in her legs. It was thought there may have been a temporary increase of baclofen effect which would settle. Indeed it settled after 2 days. It was also noted in 2008, during a pump reservoir refill, 19 ml of baclofen were withdrawn instead of the expected 1-2 mls. A catheter obstruction was suspected though none were found. The catheter was embedded in scar tissue which was presumed to be the cause. Eight months later, the patient presented to the hospital for pump refill, as scheduled. At approximately 1:30 pm, interrogation of the pump was performed. The programmer indicated the pump was running on 180 ug and was expected to have 1.2 ml of baclofen. The pump was aspirated using the designated refill kit and 18-19 ml of baclofen was withdrawn. Again, it was suspected that the catheter may be obstructed. It was decided to refill the pump, stop it, and start it again at lower rate. The idea was to perform a reset of the pump. The physician planned to investigate the pump system for possible catheter obstruction with radiographs, including a rotor check. Ten minutes after the restart of the pump, around 2 pm, the patient indicated she could not move her legs as well as before. It was thought to be due to anxiety for the oncoming tests and possible surgical pump revision, which had just been discussed with her mother. The patient was escorted to a hospital bed, and x-rays were ordered. At approximately 2:50 pm, while the patient was in the x-ray department, the physician was informed the patient "had just fallen asleep". At approximately 2:55 pm, about one hour from the restart of the pump, the patient was unconscious, not responding to painful stimuli, with glasgow coma score of 3, small pupils, faint reaction to light, and breathing spontaneously but with no good depth or rate of respiration. Baclofen overdose was immediately diagnosed. The patient's airway was maintained and first aid was administered. The pump was stopped with the programmer. In the oncoming minutes, he respiration deteriorated and she started having apneas. It was obvious that she was heading for respiratory arrest. The arrest team came and the patient was intubated on the x-ray table. She was stabilized. The pump reservoir was emptied of any baclofen. Twenty ml of baclofen were withdrawn. A washout of the chamber was performed. Twenty mls of normal saline were injected and 35mls of normal saline were removed. In the end, 5 ml normal saline were left in the pump chamber. Later, 5 ml of fluid were aspirated (presumed baclofen and csf). The patient was transferred to the theatre recovery department, pending availability of itu bed. She was intubated and ventilated. She remained cardiovascularly stable throughout the remaining period. The overall philosophy was to support her while waiting for baclofen to be metabolised, knowing that baclofen has a half life of about 6 hours. At about 10:30 pm, she was transferred to itu where she continued to be intubated and ventilated. The early hours of 2008, she started opening her eyes. At 7:00 am, she was able to utter a few words, while being intubated, and obey commands with her arms. She was extubated at approximately 8:00 am. She remained intubated and ventilated 17 hours approximately in total. Eventually, she recovered completely, with no new neurologic deficit. The pump was removed the following month.